Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection of rectum, while performing double stapling, the device stopped working while clamping tissue on the first firing. The battery was reset to remove the device from the tissue, then reassembled the device to complete the procedure. There was no reported patient involvement and outcome.